Event description:
Information was received that the coupler migrated from its intended position. The initially used rw-soft-coupler (lot # 01304) was exchanged during a revision surgery to the rw coupler (lot # 01343) on (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the recipient report the recipient underwent a revision surgery due to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. The rw-soft-coupler was exchanged during a revision surgery to the rw coupler.

Event description:
Information was received that the rw-soft-coupler lot # 01304 was exchanged during a revision surgery to the rw coupler lot # 01343. The user was implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.